Event description:
It was reported to covidien that a customer had an issue with a gastro feeding tube. The clinician reports the bumper is not holding the tube up and in position, as a result the balloon is migrating into the small bowel. The pt required endoscopy to deflate the balloon and remove the device. The pt is currently doing fine, and a new device was used.

Manufacturer narrative:
Submit date: 05/07/2013. An investigaiton is currently underway. Upon completion, the results will be forwarded.